Event description:
Patient status post acdf with dbx and auto graft returned to surgeon for office visit. Two x-rays (B) (6) 2010 and (B) (6) 2010 showed a non-union (pseudoarthrosis) patient was revised to pcf with instrumentations c5-c7. Surgeon noted fair to good bone quality. This is five of nine reports for this event.

Manufacturer narrative:
Additional information has been requested. Synthes is unable to provide the manufacturer, PMA/510k number and/or the date of manufacture without a part/lot number or returned device. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no part/lot number was provided. Without a lot number, a device history record review could not be requested.